Event description:
As reported, a 6f judkins right (jr4) vista brite tip guiding catheter experienced a tip fracture during use. A non-cordis guiding catheter was used to complete the procedure. There was no reported patient injury. The patient had a history of coronary artery disease and was admitted with precordial pain. Angiography revealed greater than 80% stenosis in the left anterior descending artery requiring percutaneous coronary intervention (pci). The operator was reported to be trained on the device. The device was returned for evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.